Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 225 mg/dl at the time of the incident and the current blood glucose was 409 mg/dl. The customer¿s blood glucose level was 372 mg/dl. The customer was treated with pump and insulin pens. The customer does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised this may have contributed to high blood glucose. The insulin pump will not be returned for analysis.